Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. No numbers ramping or scroll bars moving up noted.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 385 mg/dl. Troubleshooting was performed. The device was returned for analysis.